Manufacturer narrative:
Two devices were received and visually inspected under magnification. On the first device it was noticed that this device arrived with the anchor already deployed off of the inserter. The anchor itself reveals no structural anomalies. The distal tip of the plastic sleeve however had one of the edges bent but held in place possibly causing the anchor to fall off the inserter. However, we cannot determine at what point in time the sleeve tip was damaged. On the second device it was noticed that this device arrived with the anchor and suture missing. The distal tip of the plastic sleeve however had one of the edges severely bent but held in place possibly causing the anchor to fall off the inserter. The reported complaint mentioned a suspected issue with the threads on the inserter, there are no threads on the inserter. This complaint can be confirmed. The anchor requires one pound of force for insertion. The bent plastic sleeve indicates that more than one pound of force was applied or off axis insertion of the anchor. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10253. UDI: (B)(4).

Event description:
The sales rep obtained the information that the surgeon was not able to use the devices properly. No further information is available at this point. (B)(4) will provide the details as received. The backup device was used to complete the case. Additional information received from the affiliate via email on 6-2-2016. The type of procedure was collateral ligament repair for finger. The issue with the two anchors was reported that the device came off when the surgeon tried to use it. He failed to insert the first device and tried another, but the same thing occurred. Although they had back-up devices of this product, he completed the surgery without using them. He suspected the threads inside the inserter might have been loosened a little and that was the possible reason why the implants came off easily. The original bone hole was not used to complete the procedure. This failure did not extend the procedure time greater than 30 minutes.